Event description:
The following report was rec'd from the affiliate: during a coronary intervention of a tortous and very calcified lesion in the right coronary artery, the cypher balloon burst on zero or very low pressure. As reported, there were no injuries to the pt and the procedure was completed using a taxus stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.